Event description:
The tech alleged that the brake caster will not hold when in the locked position, once you place pressure on the bed the brakes casters will move. No pt impact.

Manufacturer narrative:
The tech replaced all the brakes casters to resolve the issue.